Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the. No product available to be returned.

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 200's mg/dl (system 1) and 70's mg/dl (system 2). No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.